Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI:(B)(4) , serial: n/a, batch: ab2305. Common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI:(B)(4) , serial: n/a, batch: ab2305. Common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI:(B)(4) , serial: n/a, batch: ab2305.

Event description:
It was reported that the patient experienced ineffective stimulation with their drg system. In turn, reprogramming was unable to resolve the issue. The drg system has been turned off for 3 weeks and the patient reported not to have noticed a difference. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which drg lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.